Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 10/10/05 alleging that his surestep enhanced meter had missing segments. The medical affairs specialist spoke with the pt on 10/11/05 to obtain/verify info. The pt reported that he noticed the missing segments issue 1 week prior to calling lfs. He purchased a new meter due to the missing segments. On a later date, he obtained a 429 mg/dl on the reported meter, while experiencing symptoms of thirst and frequent urination. He had been taking his insulin based on his sliding scale regimen throughout the time of concern. He decided to go to the hosp for a blood glucose tests; however, the hosp meter was not functioning. He was administered insulin at the hosp and released shortly thereafter. The pt was unwilling to answer any further questions. It would have been helpful to know results prior to the onset of his symptoms, his sliding scale regimen, if his medication regimen has been changed, other health conditions/medications, and why he wasn't testing with his new meter. There is no evidence that the meter contributed to injury or medical intervention. The pt experienced hyperglycemic symptoms, obtained an elevated result, administered appropriate treatment, and was administered insulin at the hosp. The pt purchased a new meter and was aware of the reported issue prior to the onset of his symptoms. The meter, test strips, and control solution were replaced.